Manufacturer narrative:
An event regarding a fractured exeter stem was reported. The event was confirmed. A material analysis has been performed. The report concluded: "the stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined" no medical records were received for review with a clinical consultant device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. A material analysis concluded " "the stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined" the exact cause of the event could not be determined due to a lack of information. Further information such as pre and post op x-rays, medical notes and patient details are needed to complete the investigation for determining root cause. If further relevant information becomes available, this investigation will be re-opened.

Event description:
Revision of broken exeter stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of broken exeter stem.